Event description:
Reported voluntarily by a risk manager to the FDA as: "lap-band implanted in (date). In spring of (date), patient felt the band wasn't working correctly. Physician tried to inflate the balloon. In (date), surgeon did laparoscopy and noted the band had an aneurysm or bubble in the band itself. He removed it, and implanted a newer band".

Manufacturer narrative:
Taper unk. The product associated with this report has not been returned to allergan. There is no contact information available for the initial reporter of the alleged event and allergan cannot ask for the return of the product for analysis. Therefore, no analysis or testing has been done. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port, so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage".